Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/uterine perforation") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included body mass index normal. Concomitant products included normensal (ortho-novum) in 2009 for abdominal cramps. On (B)(6) 2007, the patient had essure (ess205) inserted. In april (B)(6) , the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain"). In 2008, the patient experienced urinary incontinence ("bladder or urinary problems or changes:urinary incontinence") and fibromyalgia ("neurological conditions or problems type: fibromyalgia"). In 2009, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with nabumetone and surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2009/hysterectomy with salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, pelvic pain, urinary incontinence, fibromyalgia, weight increased, back pain and vulvovaginal pain outcome was unknown, the dyspareunia was resolving and the vaginal discharge had resolved. The reporter considered back pain, dyspareunia, fibromyalgia, pelvic pain, urinary incontinence, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received with her demographic condition. Following events were added: bladder or urinary problems or changes: bladder, urinary tract disorder, neurological conditions or problems type: fibromyalgia, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, lower back pain and vaginal pain. Event migration of implant was updated to uterine perforation. Lab data added. Treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2009.). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.